Manufacturer narrative:
The elecsys pth stat immunoassay reagent lot number is 75722302, and the expiration date is 30-apr-2025. The troponin t reagent lot number is 80225301, and the expiration date is 31-oct-2025. Qc and calibration were passing. The alarm trace contained alarms for abnormal sample aspiration and abnormal aspiration errors. These can be indicators of possible poor sample quality. A field service engineer (fse) determined the issue was with the extra wash station sipper probe. The fse adjusted the sipper probe. He performed verification testing on the instrument. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable elecsys pth stat immunoassay and elecsys troponin t gen 5 stat results from the cobas e 602 module. Patient 1's initial pth result was 10.6 pg/ml, and the repeat result was 39.1 pg/ml. The repeat result was deemed to be correct. The initial result was repeated because the doctor questioned it. Patient 2's initial troponin t result was 20 ng/l, and the repeat was <6 ng/l. The repeat result was deemed to be correct. Patient 3's initial pth result was 10.4 pg/ml, and the repeat results were 48.0 pg/ml. The repeat result was deemed to be correct. Patient 4's initial pth result was 10.2 pg/ml, and the repeat result was 38.8 pg/ml. Patient 5's initial pth result on 16-apr-2025 was 13.0 pg/ml, and the repeat results on (B)(6) 2025 were 45.2 pg/ml and 45.9 pg/ml. Patients 2, 3, and 4's initial results were repeated during a look back of samples after the initial event was identified.